Event description:
Information was received from the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported that the patient strongly believed their st. Jude pain stimulator (where leads were implanted in the occipital region of the brain) caused their ins battery to rapidly decrease (premature battery depletion) and ¿drop 2 tenths¿ in a matter of days. The patient had the pain stimulator removed due to increased pain and discomfort. Within weeks of having the pain stimulator implanted and explanted, the patient felt it had a direct and negative affect on their ins. No other factors were provided that may have led to the issue. As part of troubleshooting, pre-operative interrogation was performed and all impedances were found to be normal. The battery level was at 2.57 volts. The ins was explanted and replaced on (B)(6) 2017. The issue was reported as resolved at the time of report. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis #(B)(4): analysis information -- (B)(4) 2018 15:26:44 cst pli# 10 product ID# 37601. Analysis of the implantable neurostimulator product ID# 37601 revealed the output and telemetry were acceptable; the battery was near normal battery depletion/end of life. Fdc 11 no longer applies. If information is provided in the future, a supplemental report will be issued.